Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during infusion. The device was filled with a solution of 5-fluorouracil. This condition has the potential to interrupt therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a rupture was not confirmed. Visual examination of the sample showed no signs of physical abnormality. The bladder was filled with green water to its maximum volume. During and after fill, no evidence of rupture or leak was observed from the bladder. The bladder performed as expected. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Similar reports have been received for the reported problem. The root cause investigation of the bladder rupture issue is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.